Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated use testing. Tests of ventilation confirmed the reported issue. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull-magnet supply circuit was shorted, this caused the safety valve to always be in the, "open" state. A failure in the pull-magnet supply circuit will lead to a stoppage in ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high-priority alarms and a technical error code. If the fault is present, it will be detected during the pre-use checks tests. The date of event is determined to be (B)(6) 2016 based on evaluation of the device log files. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).